Manufacturer narrative:
It was reported that "most or at least half the med was still in the chamber" and a full dose of medication was not received by the patient. It was reported that "ive been tired out last couple days ,fatique. So I decided this is not working". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
No airflow.